Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that they were finally able to reach the patient on the phone. The patient went to see a healthcare professional (hcp) who took an x-ray and told the patient that their neurostimulator was fine and the leads look good. The patient has not had any issues since that appointment. The rep did not see the patient at the hcp office because they live in (B)(6). The rep had the conversation on (B)(6) 2018 after leaving many message on their voicemail with no return calls. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep. They reported the patient would be meeting with the doctor and another rep on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 29-dec-2021, UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator. It was reported that on (B)(6) 2018, the patient's dog pushed them causing them to fall down some trailer steps. Since then, the patient has had a feeling like their lead was trying to push through their back. It was noted the ins was off. The patient's back was felt and they could not tell anything was wrong. The patient had some x-rays taken to determine the lead location, and would be contacting the surgeon on (B)(6) 2018 to discuss the results. The rep was planning to meet with the patient on (B)(6) 2018 to perform an impedance check. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.